Event description:
Event description guidant received information that during an elective device replacement for elective replacement indicator (eri), this chronic endocardial lead was noted to have lead impedance measurements over 3000 ohms. Thresholds were 2.8 to 4 volts.